Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connection between a baxter extension set and the non-baxter "giving set" leaked. The patient attempted to tighten the set; however, this was unsuccessful. The patient clamped the line and turned pump off. The event occurred during a parenteral nutrition infusion via an unspecified infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: may 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.